Manufacturer narrative:
H3: the pipeline flex embolization device and marksman catheter were returned for analysis. The pipeline flex pusher was found extending out from within the marksman catheter hub for ~46.4cm. No bends or kinks were found with the marksman catheter body. The pipeline flex pusher sleeves were found stuck within the marksman distal tip. No damages were found with the marksman distal tip. The pipeline flex pusher was removed from within the marksman catheter. No bends or kinks were found with the pipeline flex pusher. However, the pipeline flex pusher was found detached at the distal hypotube weld (solder joint). The marksman catheter was dissected (cut) to remove the pipeline flex distal segment. The pipeline flex pusher proximal bumper, resheathing pad, and proximal marker detached from the pusher during removal. The pipeline flex pusher sleeves and tip coil were found in good condition. The pipeline flex braid proximal end was found open, but damaged (frayed). The braid distal end was found not fully open and damaged (frayed). The detached p usher was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental analysis. The elemental analysis of the detached pusher end shows the presence of tin (sn). Based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ and ¿resistance/stuck during delivery¿ reports were confirmed. It is likely the damage found with the pipeline flex braid contributed to the event. The pipeline flex braid can become damaged if advanced against resistance. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. Based on the investigation conducted resistance can occur during tracking, deployment and re-sheathing of the device in distal and tortuous anatomies. However, the cause for the resistance could not be determined. Regarding the solder joint separation issue, this event is similar to events that had already been investigated, and another investigation is not necessary. Based on the formal investigation conducted, solder joint separation can occur due to excessive force or inadequate solder/tinning. As the analysis showed the presence of soldering material (tin), thereby indicating that the soldering was conducted. A review of the manufacturing process did not uncover any deficiencies with regard to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. The proof load of 2.5n was performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to a specification that led to the resistance and detachment issues. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline became stuck in the distal part of the marksman catheter during delivery, and the distal part of the pipeline failed to open. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left anterior communicating artery. The max diameter was 13mm, and the neck diameter was 4.7mm. The patient's vessel tortuosity was normal. The landing zone was 4.6mm distal and 4.9mm proximal. The access vessel was the femoral artery, which was said to have a diameter of 8f. Dual antiplatelet treatment was administered. It was reported that there was no expansion of the distal end of the device. Multiple maneuvers were performed, and approximately 70% of the stent was exposed without opening the stent. It was clear that one side was open and the other was caught in the flap of the delivery wire, which was visually confirmed after removal. Another device was successfully implanted. A continuous flush had been administered. The physician had tried to release the load/slack in the system, but this did not resolve the issue. There was no damage to the catheter or pushwire. The patient did not experience any injury or complications. No additional medical/surgical intervention or hospitalization was needed, and angiographic results post procedure were said to be ok. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pipeline was in a straight portion of the vessel when it failed to open. The doctor had tried to resheath, but it was not possible.